Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the device replacement procedure, pacing system analyzer (psa) testing revealed high out-of-range pace impedance measurements greater than 2,000 ohms on the left ventricular (lv) lead. However, in-range impedances were observed upon connecting the lv lead to the device. The device replacement was completed successfully. This lv lead remains in service. No adverse patient effects were reported.